Event description:
It was reported that a patient's leads had "failed" and the patient "had them placed" on the day of report. It was not clear if "had them placed" meant the patient had a surgical replacement or if they were just reprogrammed. It was stated that "a good circuit" was re-established all the way down to the patient's feet. It was noted that the patient had not used the stimulator for "over a year" and had misplaced her programmer. Further information has been requested and if received a supplemental report will be sent.

Event description:
It was reported that leads were replaced due to "abnormal" impedances. Prior to lead revision, it was stated that the patient had their device reprogrammed but they were "unable to capture coverage" due to high impedances, greater than 20,000 ohms. Following lead revision, it was reported that they were "able to capture coverage in reported painful area." Patient recovered without sequela.

Manufacturer narrative:
Product ID, 377845 lot# v011102, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 377845 lot# v010933, implanted:2009 (B)(6), explanted: 2012 (B)(6), product type lead

Manufacturer narrative:
Product ID 377845, lot# v011102, implanted: 2009 (B)(6), product type lead, product ID 377845, lot# v010933, product type lead, product ID 37743, serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient. (B)(4).